Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our manufacturer in (B)(4), to submit this event that happened in (B)(6). Problem: this x-ray system's lead shield fell down. A staff member was injured when she was hit by the falling lead shield. She fell to the floor and was struck in the right side of the face, forehead to upper jaw. She began to bleed on the upper lip. Also, the shield hit her left arm.